Event description:
Patient presented to the ER with hypotension. CT scan revealed large pericardial effusion and that the lead had perforated into the pericardium. Pericardiocentesis and drain placement were performed. The lead was later explanted. The patient tolerated the procedures well and was discharged in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.